Event description:
During the procedure this device was defective. Upon inflation to 16atms, a "loud buzzing noise was heard and the side seams of the device burst apart. The device was removed and replaced. There is no report of pt injury. The device is being returned.